Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, at the time of this report, the device seemed to be functioning and was still implanted in the patient. There was "nothing yet" in regard to actions/interventions taken to resolve the pump movement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver hydromorphone and bupivacaine. It was reported that "about 6 months after implant", the patient noticed that the pump was moving around and causing pain. About 2 months prior to this report, the patient had magnetic resonance imaging (MRI) to check on the pump. When the patient had the MRI to check around the pump pocket, it took 7 hours for the pump to restart. Per the patient, the patient had reported this to the manufacturer. Then the patient's handset was showing the pump was stalled, but when she restarted the handset the pump was showing it was not stalled. Patient services reviewed that resyncing to the pump would update the notifications. Per the patient, the doctor started doing some epidurals, trigger point injections, and radiofrequency ablation (rfa) to ease the pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.